Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
On (B)(6) 2016, the patient underwent surgery with the variax elbow. Afterwards, the surgeon confirmed by x-ray that the locking screws inserted in the bone are loosening. The patient was revised on (B)(6) 2016.